Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned stent implant and protective sheath. The stent delivery system was not returned. The reported stent dislodgement and material deformation were confirmed. The reported difficult to remove and shaft kink could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance removing the protective sheath off a 2.5x38mm xience alpine stent delivery system (sds) was felt. The stent dislodged into the protective sheath and became damaged. The sds shaft also kinked during removal of the protective sheath. The sds was not used in the patient and the procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.